Manufacturer narrative:
(B)(4). The oxygen (02) sensor was reported to have exceeded its life expectancy.

Event description:
The service engineer reported that the oxygen (o2) sensor failed calibration. There is no reported patient involvement associated with this event.